Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced fluctuating blood glucose with a high of 240 mg/dl followed by a late meal announcement with more carbohydrates than usual while the system was already correcting, which was then followed by hypoglycemia to 53 mg/dl, overtreatment, and a rebound hyperglycemia peaking at 353 mg/dl, with additional meal announcements made as corrections. Symptoms included low and high blood glucose and dizziness. Outcomes included the need for troubleshooting and user education. Investigation included a review of device use and counseling on proper operation. Investigation of this case revealed that repeated use of meal announcements to correct highs interfered with adaptive insulin delivery, reducing insulin delivery and contributing to subsequent glycemic excursions; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user technique and use error were the primary causes.